Event description:
The customer reported the device did not provide any alarms and the probe was not reading saturations properly. Further described as "nurse caring for the baby stepped away from the cot space. On her return she noted the saturation monitor was not reading the babies saturations properly, probe on, straight line with fluctuating waves presumed probe had disconnected from the foot. On checking the baby, was noted to be very pale, turned to supine position, baby gave no response. 2 other senior nurses were present in itu and did not hear any monitor alarms sounding. The baby subsequently required resuscitation and uplift to picu". Additional reported information was the alarm was silenced on the monitor, and the monitor did not alarm again. The monitor in question was being tested and per ebme the monitor was "working correctly" the monitor at this time was isolated and remained out of service.

Manufacturer narrative:
Other text: an exact serial number could not be confirmed of which device was used at the time of the event. Two serial numbers were provided, "the me engineer...was given the following serial numbers for the rad 97 associated, it was unclear exactly which [one] was on the patient (it had been removed from the cot space); (B)(6). Masimo has reached out to request the return of the devices. The devices have not yet been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).